Event description:
Reportedly, pt expired approx. After an implant duration of 0.03 month, due to unk reasons. Unk if pt death is device related. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.